Manufacturer narrative:
Upon receipt, the device was interrogated, presenting the ICD in backup mode. The battery status of the device was bos. The memory content of the device was analyzed. The analysis revealed that the ICD automatically activated the backup mode, because the device detected invalid memory content during an automatic signature check. In general, the ICD is equipped with the ability to detect and repair invalid memory content. If the invalid memory content cannot be corrected automatically, by design the ICD will activate the backup mode to ensure patient safety. The ability of the device to deliver therapies is not affected by the safety mechanism. The device was further extensively tested. During the tests the root cause could be narrowed down to a damaged memory cell. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance test, including multiple memory tests, proved the device functions to be as specified. It is therefore assumed that the damage occurred after the device shipment, however the date of occurrence was not determinable.

Event description:
On (B)(6) 2019, home monitoring noted that the patients device was in backup mode. The device was reinitialized in clinic. On (B)(6) 2019, the patient arrived to the clinic for routine follow-up and the device was in backup mode again. We did the re-initialization process and after that the device was ok. After 10-20 minutes, the physician tried to interrogate the device one more time and the device was in backup mode again, the second time in one day. The patient was not expose to any abnormal electromagnetic interference between device interrogations. Device was explanted.